Event description:
As reported by the field clinical specialist (fcs), 4 years, 7 months, and 13 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis and motion restriction and a valve in valve was performed with a 23mm sapien 3 ultra resilia. The patient was experiencing dyspnea on exertion, shortness of breath with low level activity, and dizziness. The patient did well and they were discharged the next day.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradients was confirmed based on medical record provided. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.